Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05116. It was reported that stent damage occurred. Vascular access was obtained via a contralateral approach. The target stenosis was located in the distal superficial femoral artery (sfa). The sfa was noted to be "giant 8mm" and aneurysmal. A 8x80x120 epic¿ vascular stent was advanced and deployed; however, ended up accordioned by more than 50%. It was compressed by about 8x35. The physician tried a 8x60x75 epic¿ vascular stent . This one also accordioned by more than 50%. The physician completed the procedure by covering both stents with a non-bsc stent. There were no patient complications and the patient's condition is fine.